Event description:
It was reported that during a gastroscopy procedure, video was lost. The staff replaced the endoscope and the procedure was completed without further issues. There was no report of pt injury.